Manufacturer narrative:
Reference #: (B)(4). Operator of device: physician. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reported bravo ph capsule failed to detach. Minor irritation of the esophagus at the site of attachment. No harm to user.